Event description:
The vns generator product information was received which allowed for a battery life calculation to be performed. A battery life calculation was performed and showed no anomalies and it was noted the impedance value was found to be within normal limits. Based on the information available, the battery life calculation showed the patient had approximately 0.7 years remaining until neos = yes (near end of service).

Event description:
Clinic notes were received which stated the vns was interrogated and continued to show and end of battery life condition. The patient's mother was advised to have the vns generator replaced due to the low battery. The mother responded that she was concerned that battery was low as it was less than 4 years old. Attempts for additional relevant information have been unsuccessful to date. No known generator replacement has occurred to date.

Event description:
Generator replacement surgery occurred and the explanted device was discarded by the hospital.